Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 8 pm, with blood glucose of 385 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip. The customer was wearing the insulin pump during the hospitalization. Customer does not allege that insulin pump was under delivering. The device will be returned for analysis.